Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the device was placed in the lesion and, contrary to instructions for use, negative was pulled. The device was inflated and a leak was noted. Upon a removal attempt, the stent delivery system and stent became unmoveable in the vessel, resulting in deployment at an unintended site. A syringe was used to deflate and remove the delivery balloon. The original lesions were successfully stented and the procedure completed. Reportedly no pt injury occurred.